Event description:
The following additional information was obtained. Per report, the previously reported left eye (os) "worsening of visual field mean deviation" was updated by the principal study investigator as "not considered an adverse event" based on the range.

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (peripheral anterior synechiae and stent obstruction) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, the patient presented approximately three (3) months postop with stent obstruction associated with peripheral anterior synechiae described as "mild" and "non-serious" with no intervention taken at this time. Per report, one (1) of the three (3) stents is "not visible" via gonioscopy due to synechiae, however the stent was subsequently located via ultrasound biomicroscopy (ubm). Additional information has been requested.

Event description:
The following additional information was received. Per report, the patient presented approximately eleven (11) months postoperatively with posterior vitreous detachment in the left eye (os), which was described as "mild", "non-serious" and unlikely related to the study. Reportedly, the event is ongoing with no intervention.

Manufacturer narrative:
A review of the device labeling and associated risk documents was completed. Posterior vitreous detachment is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Posterior vitreous detachment is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was obtained. Per report, the peripheral anterior synechiae (pas) is still present (os) at the eleven (11) o'clock position. Additionally, the patient presented with postoperative "worsening of visual field" described as "mild" and "non-serious" which was noted as "unlikely related" to the study and "resolving" with medication.

Manufacturer narrative:
A review of the device labeling was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Decreased/impaired vision is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).